Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary fully covered rmv stent was implanted in the common bile duct during a stent placement procedure performed on an unknown date at a different hospital. According to the complainant, post stent placement, the patient presented with cholangitis. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the stent was confirmed to be broken. Reportedly, the stent was attempted to be removed with biopsy forceps and snare; however, the stent was unable to be removed. The fractured stent remains implanted and another wallflex biliary stent was implanted stent-in-stent to complete the procedure. Reportedly, the physician plans to remove both stents early in 2021. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, in the physician's assessment the relationship between patient's cholangitis and the broken stent is unknown.